Event description:
The electrode was being introduced into the knee to perform a lateral release. At about two thirds of the way into the procedure a piece of the ceramic tip broke off in the knee. Dr. Was able to retrieve the broken piece and continue the surgery with a new electrode.